Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had needed reprogramming about 6 months ago, but when they had their appointment with the manufacturer representative, the patient was in such terrible pain that she had to skip the appointment and go to the emergency room so she never got reprogrammed. The patient stopped recharging about 3 to 4 months prior to the report because she was experiencing electrical shocking down her legs. The patient had to turn stimulation all the way down to almost 0 volts, but she was still feeling it. Eventually the patient just turned the implant off and didn't recharge. The patient had an increase in terrible pain that was worsening in the last 2 months prior to the report. The patient was taken to the emergency room three times and the healthcare provider's office five times for the pain. The patient started following up with a new managing health care provider who instructed the patient on (B)(6) 2016 to have the manufacturer representative come to the next appointment to recharge the implantable neurostimulator back up and reprogram. The implant had not worked for a while now. The family member of the patient did not know how to connect with the patient programmer or implantable neurostimulator recharger and declined any troubleshooting. The last successful recharge and the last time that the patient felt stimulation were unknown. The patient was redirected to her new managing health care provider. The patient's medical history includes having pain for about 5 years now.

Event description:
Additional information received from the health care provider reported that the patient had an appointment on (B)(6) 2016 and the manufacturer representative was present. The patient just wanted an adjustment on their stimulation.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 97792, serial# unknown, product type: accessory; product ID: 97792, serial# unknown, product type: accessory. Analysis of the ins ((B)(4)) found that the ins was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient had fallen several times and was in a nursing home. The patient needed and MRI and needed to be explanted. The patient had not used the device as it became ineffective for her pain a little over a year prior to (B)(6) 2016. The patient had been reprogrammed since implant and it was not effective. The consumer was given names of doctors to try and schedule an explant for the patient. As of (B)(6) 2016, the patient was alive with no injury, the issue had not been resolved, no surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue occurred during normal use. Peripheral neuropathy, diabetes, failed back surgery syndrome, and the history of falls were noted as patient medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.